Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 5mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. Drill has broken where the double helix transitions to 9 revs per inch. No material voids are present at the break area. The drill shaft is bent. Further examination of the drill head showed the cannulation is heavily burred. The condition of the device indicates the drill was subjected to excessive forces during use. Per the device IFU under precautions ¿use of drills with that have worn or dull tips can result in breakage. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿.

Event description:
It was reported drill broke when preparing the bone tunnel. Broken pieces were removed from the patient. A backup device was available to complete the procedure. Delay was less than 30 minutes and no patient injuries were reported.